Event description:
The customer contact reported the patient received more medication than intended. At an unspecified time, the device was programmed to deliver an unspecified concentration of oxaliplatin for a duration of 2 hours. No further programming parameters were provided. After one hour, the nurse reported the delivery was complete. The device was removed from clinical service. The physician was notified. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).